Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed and there were no anomalies found. (B)(4).

Event description:
It was reported that during an attempted implant, the right atrial (ra) lead failed to fix in the tissue and had high thresholds. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.